Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the patient had a solo catheter placed on (B)(6) 2024, with a first placement length of 41 cm, 3 cm of exposure, and a tip located at t7, with a vessel depth of about 1-1.5 cm as recalled by the clinical instructor, who was experienced in placing the catheter. The fracture scale was about 15cm, and the patient complained that the maintenance was done in the local hospital. Drugs infused: vincristine, doxorubicin powder injection, dacarbazine for injection, dexamethasone sodium phosphate injection, etc. On (B)(6) 2025, he was admitted to the hospital and found to be 13 cm exposed and was clinically evaluated for continued retention in use and discharged at the successful conclusion of treatment. The patient was readmitted to the hospital on (B)(6) 2025, with a routine catheter evaluation of the basic condition:catheter exposed approximately 13.5 cm and approximately 30.5 cm in vivo, with a patent catheter. (B)(6) 2025 the morning of the implementation of medical advice: 9:43 start infusion, afternoon about 15:00 patients appear local pain, viewed with swelling, immediately stop the infusion, ultrasound examination found thrombus, nursing teacher in accordance with the norms of thrombosis, immediately stop using the catheter, on the opposite side of the arm using an indwelling needle infusion, thrombosis treatment for 3 days after the (B)(6) checkup patient arm symptoms relief is not obvious the patient's arm was found to be thrombosed after ultrasound review again, and the catheter was removed on medical advice. The client complained that the catheter was broken at about 1.5cm (but from the adhesive trace in the picture to the break was more than 1.5cm, about 4-5cm), and immediately notified the vascular surgery, radiology, and thoracic surgery department, and vascular surgery department carried out a phlebotomy to take out the catheter. Currently residual body catheter has been removed, the patient's arm redness, swelling, heat and pain and other symptoms are very serious, the hospital was notified along with the whole hospital consultation, diagnosis: chemotherapy drug extravasation?

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed a break in the catheter tubing just distal to the 15 cm depth marker. Evidence of kinking was observed in the catheter tubing at the location of the break as well as about 2 cm distal to the break. A microscopic observation revealed the fracture surfaces were mostly flat with a rough and granular texture on one half of each of the break sites and sharply angled with a rough surface and uneven edges on the other half of the break sites. Wrinkling was observed on the surface of the catheter tubing leading up to the break site and the site of the kink adjacent to the break. These observed features are suggestive of flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. However, while repetitive kinking of the indwelling catheter appears to have contributed to the observed break, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.